Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 130 and audio/beep anomaly. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced. The customer also reported that his pump vibrated when the alert went off instead of beeping and he had his pump set to tone and say it clearly a malfunction.

Manufacturer narrative:
The insulin pump was returned for pump error 130 that was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. No audio or beep anomalies were noted. However, the insulin passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. The insulin pump was received with minor scratched lcd window and case.